Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the adhesive around the light guide and objective lenses, nozzle unit, as well as foreign material at the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light guide lens, connecting tube, scope cover, universal cord, and grip were scratched. The plastic distal end cover was dented. The adhesive on the bending section cover was cracked. The connecting tube was discolored. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down knob was out of the standard value. Due to corrosion on the electrical connector, the image was not displayed. The customer completed the reprocessing before returning the product. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.